Event description:
The customer reported that this bedside monitor is having issues with repeatedly picking up a duplicate bed-ID with a transport monitor. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this bedside monitor is having issues with repeatedly picking up a duplicate bed-ID with a transport monitor. This appears to be an issue with incorrect use of the wlan transport feature. If the transport is removed from the bsm, both the bsm and transport will attempt to go into wlan transport, at which point the transport takes on the bed-ID of the host bsm, once re-docked the bed-ID of the transport should be irrelevant as it won't be connecting directly to the network. However, if the transport is taken off the bsm to act standalone, or not in wlan transport, the duplicated bed ID from wlan transport does persist and can cause issues. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/09/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 02/11/2026 I called paul to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for paul to call me back with this information. Attempt # 3: 02/13/2026 I called paul to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for paul to call me back with this information.